Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was to report that the stimulator was removed last tuesday. The caller said that the reason for having the system removed was that the therapy only worked for the patient the first couple of weeks and then it got worse and they had it reprogrammed but the symptom control never improved. Caller also said that patient was using just as much, if not more was using diaper undergarments and patient said that they would rather pay for the alternative because the therapy wasn't working for them. Reviewed disposal of external devices. Email sent to patient registration regarding device status update.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.